Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of probe damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure the probe broke off and fell inside patient. Furthermore, olympus was informed that the broken part was retrieved successfully using laparoscopic grasper. The event occurred at the end of colpotomy. There was no damage to the teflon pad. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. The procedure was completed using another thunderbeat device. There was no patient injury reported.